Event description:
The consumer reported that the rigging weldment pin was broken on their wheelchair. This issue could prevent the user from having adequate foot support to prevent them from sliding out of the chair.